Event description:
It was reported that the patient with this recently implanted right ventricular (rv) lead was experiencing chest pain. Impedance measurements were unstable and loss of capture was observed. Perforation was suspected. In addition, the patient was experiencing hiccups. The rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other than body fluid or blood in helix housing. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Perforation or pericardial effusion or cardiac tamponade are known risks associated with medical procedures involving implanted cardiac leads.

Event description:
It was reported that the patient with this recently implanted right ventricular (rv) lead was experiencing chest pain. Impedance measurements were unstable and loss of capture was observed. Perforation was suspected and then confirmed via scan. In addition, the patient was experiencing hiccups. The rv lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this recently implanted right ventricular (rv) lead was experiencing chest pain. Impedance measurements were unstable and loss of capture was observed. Perforation was suspected and then confirmed via scan. In addition, the patient was experiencing hiccups. The rv lead was explanted. No additional adverse patient effects were reported.